Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was in the hospital for 2-3 weeks because they had pneumonia, confirmed to be unrelated, and dehydration from diarrhea. The caller stated the patient did not feel stimulation anymore, and had not for a couple months. The caller further stated that while in the hospital, they had an x-ray to determine that the lead was still in place. The caller also mentioned that the patient had been having issues with their bowels prior to the hospitalization. The caller mentioned that they went to a healthcare provider the day before the call, but they did not know much about the devices. Syncing with the programmer showed stimulation was on at 3.6v on program 2. The caller noted that the patient used to be on program 2. The caller was redirected to the healthcare provider to discuss therapy settings. No further complications were reported.